Event description:
It was reported that the patient with this right atrial (ra) lead presented with chest pain and symptoms of phrenic nerve stimulation. This ra lead was revised and remains in service. No additional adverse patient effects were reported.